Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d4 UDI#; g3; h2; h3; h4; h6. Visual examination of the returned provided picture identified the tip of the device has fractured. No further evaluation could be made with the provided picture. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Device is used for treatment. Reported event is not related to a combination of products; therefore a compatibility review is not applicable. Review of complaint history identified additional similar complaints for the reported item and part and lot combination. Complaints are monitored through monthly complaint review (B)(4) in order to identify potential adverse trends. Medical records were not provided. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. Complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the g7 depth gauge was broken. No known impact or consequence to the patient. It was reported that no further information is available.